Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout electrical tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body showed a crack in the polycin vorite notch area next to sense b electrode, extending into insulation and two bubbles were observed in the notch area, one with a crack extending into the insulation. Laboratory analysis identified electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that, the subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited noisy signals and the sensing was poor in secondary and alternate vectors. The noise could be replicated on manipulation of the can. Upon review, the technical services (ts) indicated that there was no capture in all three vectors therefore ts was not able to see secondary vector and its eligibility. An episode was found with non-physiologic mechanic noise that led to an inappropriate shock in primary. The ts recommended testing in clinic when all three vectors should be tested for reproducibility of the non physiologic mechanical noise. The patient was seen again, and full isometric testing demonstrated noise in all three vectors. The hcp and ts indicated that this electrode showed clear evidence of a lead fracture. The patient was scheduled for a full system extraction and replaced. There are no allegations against the s-ICD. This electrode was explanted and replaced by a cardiac resynchronization therapy defibrillator (crt-d) system. No additional adverse patient effects were reported.

Event description:
It was reported that, the subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited noisy signals and the sensing was poor in secondary and alternate vectors. The noise could be replicated on manipulation of the can. Upon review, the technical services (ts) indicated that there was no capture in all three vectors therefore ts was not able to see secondary vector and its eligibility. An episode was found with non-physiologic mechanic noise that led to an inappropriate shock in primary. The ts recommended testing in clinic when all three vectors should be tested for reproducibility of the non physiologic mechanical noise. The patient was seen again, and full isometric testing demonstrated noise in all three vectors. The hcp and ts indicated that this electrode showed clear evidence of a lead fracture. The patient was scheduled for a full system extraction and replaced. There are no allegations against the s-ICD. This electrode was explanted and replaced by a cardiac resynchronization therapy defibrillator (crt-d) system. No additional adverse patient effects were reported.